Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to customer's blood glucose. Tandem technical support made multiple attempts to follow up with the customer and complete troubleshooting, however a response was not received.